Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: has this patient had the allergic reactions? Yes the patient is saying they had allergic reactions to the clips. Please describe the kind of allergic reactions caused her ill over the last 8 years. Information not disclosed. Were the clips removed in 2010 therefore passed on the patients solicitor? Yes. Were all clips removed or some? As far as I know it was only some of the clips. Was it known that this patient was allergic to titanium, before the op took place in 2005? Information not disclosed.

Event description:
It was reported that a patient was operated on in (B)(6) 2005. It was explained how the surgeon operated on the patient for varicose veins and unfortunately she took really bad side effects after the operation. The patient is claiming that she is allergic to ¿titanium¿ and that this has caused her ill health over the last 8 years. The patient had another operation to remove some of the clips in 2010.